Event description:
It was reported that during testing conducted at the MFR, oil leaked from the hose portion of the pneumatic drill. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was returned to the MFR for an unrelated issue and upon eval, it was discovered that the pneumatic hose was worn and leaked oil. The hose assembly will be replaced and additional preventative maintenance will also be performed.